Manufacturer narrative:
Customer returned meter and test strips lot number: 0703635. The complaint was not confirmed and no new issues were observed, all results were within the range spec and no errors were observed during control solution testing.

Event description:
A complaint of high readings was reported on a customer's freestyle meter and freestyle test strips. The customer's father reported that his son's meter gave inaccurate results. A reading of 73 mg/dl was obtained on the meter before the customer ate. The customer then had dinner and injected 3 units of insulin (novo rapid). The customer then went to sleep. An hour later the customer awoke trembling, and had spasms and convulsions. The customer then lost consciousness. A reading of 119 mg/dl was obtained on the customer's meter. A second reading of 65 mg/dl was obtained at the same time on another freestyle meter belonging to a neighbor. An ambulance was called. The customer was treated with oxygen and taken to the hospital. A reading of 44 mg/dl was obtained at the hospital. The customer was diagnosed with severe hypoglycemia and treated with an injection (unk material) and a sweet drink.